Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had frozen and become unresponsive. A field service engineer (fse) pulled out the station and wiggled the wires in the back and then checked the power outlet and all cordage, then rebooted the station and logged into the hardware test application (hta). The fse opened every drawer, cleaned out trash found between the cubie pockets, and opened lids. After rebooting again and wiggling the cords in the back, the issue could not be recreated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was frozen and unresponsive. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.